Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, elevated metal ion levels, fluid collection in right hip, pseudotumors, metal wear, metal on metal reaction, and right hip abductor deficiency. A review of invoice history confirmed both surgery dates and that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03624, 3652).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report. Corrected data: event description ¿ cup remains implanted.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, elevated metal ion levels, fluid collection in right hip, pseudotumors, metal wear, metal on metal reaction, and right hip abductor deficiency. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, elevated metal ion levels, fluid collection in right hip, pseudotumors, metal wear, metal on metal reaction, and right hip abductor deficiency. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain, an effusion and elevated metal ion levels. Operative report noted the presence of fluid, deficient abductors and fibrosis. The stem and acetabular cup were well fixed. The modular head and taper adapter and were removed and replaced.